Manufacturer narrative:
Evaluation conclusion: no longer applies to the implantable lead [s/n: (B)(4)].

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported there was pain at the generator site with prolonged usage. There were impedances greater than 10,000 on electrodes 8, 10, 11, and 15. It was unknown what led to the event and was noted to have "just started happening" one day. Troubleshooting performed included an impedance check. No interventions were taken and the issue was not resolved at the time of this report. Additional information received from the rep reported the patient's pain was intermittent. The rep did not know when the patient started first experiencing the pain at the generator site or what caused the pain. Actions or interventions taken to resolve the pain included the patient limiting his use of the stimulator. The cause of the high impedances and the actions or interventions that were or would be taken were unknown.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the leads and generator were replaced. It was noted the leads and generator would be sent in for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [sn: (B)(4)] found no issues. Analysis of the lead [sn: (B)(4)] found conductors 0, 2, 3, 6, and 7 were broken 24.9 cm from the distal end. A functional test gave the following impedances results: conductor 0 = open, conductor 1 = 90.2 ohms, conductor 2 = open, conductor 3 = open, conductor 4 = 91.0 ohms, conductor 5 = 88.9 ohms, conductor 6 = intermittent, conductor 7 = open; no shorts (dry conditions). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.